Event description:
The hospital reported that during an ablation procedure, a resistance was felt when moving the slider ring, it was felt like the device was kinked. The surgeon tried to undo the kink, and ablated the tissue. After the device was removed, it was noticed that there was bleeding, it was noticed that blood was comping out of a small hole of the left atrium. Pressure was applied to stop the bleeding. No further pt effect was reportedly by the hospital. The procedure was completed with the same device. The pt is reported to be doing fine. The surgeon is reported to be a new user.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.